Manufacturer narrative:
Unit received with a pump error alarm during the rewind test due to corroded motor home switch. Unable to perform displacement, rewind, seating and basic occlusion due to the pump error. Unit received with missing retainer, missing reservoir tube o-ring, cracked keypad overlay at select button,broken belt clip rails, scratched case and keypad overlay texture damage. Power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected pump error alarm noted during testing. Pump error alarm and low battery alarm was noted in the download formatted history file due to intermittent non-sleep anomaly software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. Customer's blood glucose was unknown at the time of incident. No further details given.